Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device photo evaluation: visual analysis of the photographs identified: creases, a broken shell, and observing a saline device. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.